Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2023-00073. During an atrial focal ectopi procedure, the advisor hd grid catheter was not recognized by the system automatically as it usually does when using the direct connect cable resulting in cancellation of the procedure. The catheter connection cable was exchanged, restarted the system and patient study, re-validated, reset sheath filter, deleted and re-added the catheter preset, but the issue did not resolve. All other indicators regarding the prss where green. Validation, magnetic field check, baseline, and respiration compensation were completed. No voxels where collected when pressing cntr+k, but the signals from all electrodes displayed normally in the workmate claris recording system. The catheter did not visualize in the mapping window. The advisor hd grid was then replaced, and the new advisor hd grid connected to the system and showed up in the catheter list and se-catheter indicator turned green like it normally does but did not visualize correctly and the catheter indicator stayed red. Again, signals were displayed from all splines normally on the workmate claris and also in the ensite x acquisition window. All prss where green, distortion was within limits. Validation was done ok. In the mapping window, only the outer rim of splines were visible but where white (low confidence) while the 2 inner splines did not visualize at all. The electrograms displayed in the acquisition window but as ¿no-location¿. Since the issue did not resolve the procedure was cancelled with no patient consequences. The devices were discarded.